Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic torn/bent. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.0/+2.0/160 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to excessive vault. On (B)(6) 2017 a shorter lens was implanted and the problem was resolved.